Event description:
A health professional reported that after treatment in unspecified location(s) with juvederm ultra the pt presented with facial edema and was treated with cefalexina 500mg, 6h/6h, and decadron 0.75 for 3 days. Two days later, the pt had intense pain and was prescribed cipro 500mg, 12h/12h, vibramicina 100mg 12h/12h, meticorten 20mg, omeoprazol and vertutex 2% - topic. The following day, the pt went to an infectiologist who diagnosed the symptoms as an infection, cellulites and mouth abcess, and was prescribed dalacin c 300mg - 2 pills 6h/6h, meticortem 20mg. Two days later, the pt's pain has resolved, and the edema has decreased. The pt was also reported as experiencing difficult to eat and blood secretion without smell on injection sites. The medications were prescribed to hasten resolution of the symptoms and to prevent worsening of symptoms that could lead to permanent damage. Supplemental info: the infectiologist suspended the antibiotics and stated [patient] "had developed allergy to the product. In addition, an area on the ment .. Is rigid and made a small nodule."

Manufacturer narrative:
Medwatch sent to FDA on (B)(6) 2012. Device eval summary: batch# h24l768281 was released by qc according to defined specs. The documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specs. The sterilization cycle and the sterility test are registered as conforming. The attributability is then impossible to determine.